Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's investigation . A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. A definitive root cause could not be identified. Based on the investigation result, a likely mechanism causing the cutting wire breakage might be the following. 1. The cutting wire where the wire coating was torn came into contact with the distal end of the endoscope when the forceps elevator was raised. 2. Under circumstances described above 1, an electric conduction was activated. This caused the cutting wire to become hot instantly at the contact point. As a result, the cutting wire broke. A likely factor causing tears of the coated portion of the cutting wire might be the following. However, the exact cause could not be determined. 1. It is possible that the slider was slightly pushed causing the cutting wire to deflect. The coated portion of the cutting wire has possibly been rubbed due to the effect of contacting a metal area of the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the 3-lumen sphincterotome v knife tip portion broke off during energization. The reported issue occurred during endoscopic retrograde cholangiopancreatography (ercp) diagnostic procedure. The procedure was completed using similar device. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The device evaluation and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.